Event description:
It was reported that there was a loss of rotation. Two 2.4mm jetstream xc atherectomy catheters and a jetstream pv atherectomy system console were used in an atherectomy procedure in the superficial femoral artery (sfa). Priming was successfully completed during preparation. During the procedure inside the body, the first jetstream catheter aspirated, but the blades did not rotate. The device was exchanged, and the same issue occurred with the second jetstream catheter. The procedure was completed with a non-boston scientific atherectomy device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. No damages were found. Functional analysis of the device was checked by setting up the product per the instructions for use. The device primed and ran as designed. This process was repeated multiple times with the same outcome. The device ran for a period of 2 minutes with no issues or errors. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that there was a loss of rotation. Two 2.4mm jetstream xc atherectomy catheters and a jetstream pv atherectomy system console were used in an atherectomy procedure in the superficial femoral artery (sfa). Priming was successfully completed during preparation. During the procedure inside the body, the first jetstream catheter aspirated, but the blades did not rotate. The device was exchanged, and the same issue occurred with the second jetstream catheter. The procedure was completed with a non-boston scientific atherectomy device. No patient complications were reported.